Event description:
During procedure for removal of infusaport, the physician discovered retained distal catheter in vena cava. Patient was not in distress. Admitted for observation, chest x-ray obtained. Transferred to oklahoma memorial hospital for removal of the retained catheter and discharged homedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, other, known long term complication of procedure, port, tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: user education provided, other. Invalid data - on device destroyed/disposed of status.